Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
During the evaluation of a returned transfer set, an occluder foot was found broken. No patient injury or medical intervention was associated with this report.